Manufacturer narrative:
1627487-07262012-002-r . 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not charge her ipg, and in time, the ipg became inoperable and the patient lost stimulation about six months ago. As a result, the patient underwent ipg replacement. Effective therapy was restored post-op.

Event description:
Follow up information from analyzing returned device did not confirm ipg was inoperable, as ipg successfully communicated with lab utilities.